Event description:
It was reported via the wallflex duodenal stent registry that following a palliative colonic stenting treatment procedure, epigastric pain, nausea, vomiting, abdominal pain and a stent fracture were noted. The patient presented with epigastric tenderness and vomiting. The initial procedure was indicated to treat an unspecified upper duodenal stenosis. A wallflex enteral duodenal 27/22x6 230cm stent was implanted to treat the target stricture. At one month and three months following implant, the patient reported epigastric pain, nausea and vomiting. At six months following implant, abdominal pain was noted and a stent fracture was discovered. "No treatment" was performed. The patient's current condition is unknown and the event is considered "unresolved".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.